Manufacturer narrative:
The device was returned to the manufacturer, and an investigation is anticipated. This report will be updated if the investigation requires.

Event description:
It was reported that while using the device during a total knee metal pieces were seen on the bone. They were unsure what part of the handpiece the pieces were coming from. The site was irrigated to remove the pieces and another available device was used to complete the surgery. There was no delay in the procedure. There was no additional treatment administered due to the event, and there were no adverse consequences related to the event.